Manufacturer narrative:
The device underwent in-depth checks in follow-up of the event; one by the hospital's biomed and one by representatives from dräger. None of these checks produced any findings that would explain the reported behavior; the machine passed all tests and did not exhibit any further issues in an endurance run. The log file does not contain any entries that could be put in causal connection to the reported event. The particular device is being equipped with an auxiliary common gas outlet (acgo) used for e.g. Mask ventilation with a non-rebreathing system during induction of anesthesia. This gas path has a pressure relief valve which opens at 0.125 bar airway pressure to avoid harm to the patient. The switchover between acgo and the fabius-internal compact breathing system (cosy) has to be proceeded by screwing the fresh-gas feeding hose for the cosy to the acgo at the point where the external non-rebreathing system was connected before. Reportedly, the users observed a loose connection when the lack of fresh gas occurred and a sound like the operating noise of a pressure relief valve that opens. Both aspects where tested in detail; the pressure relief valve for the acgo opened at the nominal pressure as designed and, a situation in which the fresh gas inlet hose for the cosy is not screwed to the acgo completely will not lead to a total loss of fresh gas. There was no indication for a device malfunction found during repeated test instances made by different persons. Hence, a reliable conclusion in regard to the potential root cause for the reported issue is not possible. This is also influenced by the fact that individual details of the user's report are somewhat conflicting. The design of the fresh gas supply system for the workstation is pure mechanics and thus, independent from any (sporadic) faults that may occur in electronic subsystems and software. Reportedly, the device was used in man/spont mode when the issue occurred i.e. The delivered minute volume is either triggered by patient's spontaneous breathing or controlled by the operator via frequency and intensity of pressing the device-internal breathing bag. Unless there is a large leakage in the pneumatic circuit or an unusual high demand of volume due to intense spontaneous breathing, the reported fresh gas flow setting of 6l/min can be considered adequate. The device is equipped with a dedicated airway pressure and flow monitoring which will detect significant deviations between adjusted and measured ventilation parameter; corresponding alarms will be posted in accordance to the thresholds set by the user. Based on the reported observation that the operators tested the machine after patient disconnection in several ventilation modes and always observed the "fresh gas low" alarm, dräger concludes that pressure and volume monitoring as well as the alarm functionality worked as intended. All facts that could be proved rather point to an unidentified leakage in the breathing circuit outside the device than to technical issues with the workstation itself.

Event description:
Refer to the initial-report.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported to us that a complete loss of airway pressure suddenly occurred during face mask ventilation. The user unscrewed and re-attached pipes from/to the machine which solved the problem. Patient support was bridged in manual ventilation for the time of intervention at the workstation.